Manufacturer narrative:
One cadd legacy 1 pump was returned in good physical condition. There was no evidence of the reported issue in the event history log. The reported accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.65%. There was no reported adverse event.

Manufacturer narrative:
Follow up customer response revealed no patient involvement when cadd legacy 1 pumps - 6400 failed accuracy, as event occurred during testing. Unknown date of event. Updated. A 1 b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Follow up report generated with customer response in h -10.